Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of the device. This information was received from various sources. Of the five malfunctions, five involved patients with zero patient consequences. The five patients ranged from 45 to 61 years of age and one patient was reported as weighing 200lbs. Of the reported patients, one was male and three were female.

Manufacturer narrative:
H10: the lot numbers for three of the malfunctions were provided and a lot history review was performed. The devices for the five malfunctions have not been returned to the manufacturer for evaluation; however, (B)(4) malfunctions provided medical records, and 2 of the four malfunctions that provided medical records also provided images. One malfunction added the trending code for perforation, and the image/medical review is inconclusive for the alleged tilt and perforation of the ivc. Two malfunctions were confirmed filter malposition. One medical record was inconclusive for malposition. For one malfunction, neither the device nor medical records have been returned for evaluation, therefore, the investigation is inconclusive for malposition as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot: unknown), g4 h11: b5, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot numbers for three of the malfunctions were provided and lot history reviews were performed. The devices for the four malfunctions have not been returned to the manufacturer for evaluation; however, 4 malfunctions provided medical records, and one malfunction provided images. One malfunction added the trending code for perforation, and the investigation is confirmed for perforation for inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Two malfunctions were confirmed filter malposition. For one malfunction, investigation is inconclusive for malposition. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of the device. This information was received from various sources. Of the four malfunctions, four involved patients with no patient consequences. The three patients ages ranged from 45 to 48 years and two patients weight were reported ranged from 199 to 200 lbs. Of the reported patients, one was male and three were female. There was no other information provided for all the patients.

Manufacturer narrative:
The lot numbers for three of the malfunctions were provided and a lot history review was performed. The devices for the five malfunctions have not been returned to the manufacturer for evaluation; however, two x-ray images and medical records have been received for four of the malfunctions. Of the two x-ray images, one confirmed malposition. One image is still pending evaluation. Of the four medical record reviews, two confirmed filter malposition. One medical record was inconclusive for malposition. One record is still undergoing investigation. For one malfunction, neither the device nor medical records have been returned for evaluation, therefore, the investigation is inconclusive for malposition as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of the device. This information was received from various sources. Of the five malfunctions, five involved patients with zero patient consequences. The five patients ranged from 45 to 84 years of age and one patient was reported as weighing (B)(6) lbs. Of the reported patients, one was male and four were female.